Manufacturer narrative:
The account found the nurse call function is disabled. The account enabled the nurse call function to resolve the issue.

Event description:
The account alleged the nurse call does not function. No patient impact.